Event description:
Order received to discontinue foley catheter. The catheter balloon was deflated, and began withdrawing the catheter. Resistance was encountered and stopped. A syringe was used to withdraw balloon port again. No fluid left in balloon. Unable to slide catheter out as expected because of resistance met. Md into room to lubricate catheter, and still met resistance. Md had to withdraw catheter past point of resistance, which was very uncomfortable per patient. When md finally was able to remove the catheter, we noted a "cuff" remained at section of catheter where balloon is. Opened new indwelling foley kit to examine catheter and it appeared normal until balloon was inflated then deflated. Cuff appeared on new catheter as well. Lot # ngte1354 exp. 3/2012. Opened another foley catheter kit of a different lot #, this catheter did not form a "cuff" with inflation/deflation. Patient was placed on an antibiotic after difficulty with removal.purchasing manager notified and removed all lot # ngte1354¿s from service and notified bard rep. Purchasing manager spoke with bard quality control rep. Who response was "that can be a factor with the silicon product."

Event description:
Order received to discontinue foley catheter. The catheter balloon was deflated, and began withdrawing the catheter. Resistance was encountered and stopped. A syringe was used to withdraw balloon port again. No fluid left in balloon. Unable to slide catheter out as expected because of resistance met. Md into room to lubricate catheter, and still met resistance. Md had to withdraw catheter past point of resistance, which was very uncomfortable per patient. When md finally was able to remove the catheter, we noted a "cuff" remained at section of catheter where balloon is. Opened new indwelling foley kit to examine catheter and it appeared normal until balloon was inflated then deflated. Cuff appeared on new catheter as well. Lot # ngte1354 exp. 3/2012. Opened another foley catheter kit of a different lot #, this catheter did not form a "cuff" with inflation/deflation. Patient was placed on an antibiotic after difficulty with removal.purchasing manager notified and removed all lot # ngte1354¿s from service and notified bard rep. Purchasing manager spoke with bard quality control rep. Who response was "that can be a factor with the silicon product."